Manufacturer narrative:
The device history report (DHR) for lot#13766147 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined. A review of the device history record is pending at this time. D4, g4: catalog # 01c-mc100 is not sold in the us, but a similar device is sold under model mc100. This product was used for the di and 501k.

Event description:
The complaint/event involved a microclave¿ clear connector that reportedly leaked at the joint. The patient was admitted to the hospital on (B)(6) 2024 at 09:20. After admission, the patient was in severe shock and needed large doses of active drugs via infusion to maintain blood pressure. On 25-jul-2024 at 14:00, while the device was in use for intravenous infusion for the patient, the liquid speed gradually slowed down until the infusion stopped. The infusion joint was removed and replaced immediately, and the patient was successfully transfused without affecting the patient's disease state. There was patient involvement however, there no patient harm reported as a result of the complaint/event.